Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and the patient developed infection with sepsis. This lead was explanted. No additional adverse patient effects were reported.